Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was in the range of 400mg/dl and 239mg/dl at the time of incident. Customer stated that he pump had problem vibrating but beeped during tone test. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No low reservoir alarm noted. Unit audio/beep/vibrate functions properly and anomaly noted during testing.